Event description:
A customer reported that the laser did not work during a vitrectomy procedure. They noticed that the laser switch was broken off. An alternate system was brought in to hook up the laser and complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).